Event description:
Additional information received in medwatch report mw5157023, that the patient expired after an hour and 15 minutes after the pump issue. It is unknown if the cause of death is related to the pump.

Manufacturer narrative:
The investigation of pump stop has been completed. Data logs show that 12 minutes into the case there is a high motor current pump stop alarm 13 following an increase in motor current. Purge pressure begins to rise immediately after this and triggers high pressure purge (hpp) and purge system blocked alarms 2 minutes later. The pump is unable to be restarted and the hpp does not resolve. Upon investigation of the product there is biomaterial round the impeller and in the purge gap. The pump passed electrical testing. The pump stop alarm 13 was reproduced in the lab and the pump was unable to be run. Hpp was also reproduced in the lab after purging for 10 plus minutes. No blood ingress was found. The root cause of the pump stop was most likely biomaterial. The following have been updated on manufacturer device report 1220648-2024-12397: b1 updated to adverse event. B2 outcomes attributed to adverse event updated to death (date of death is unknown). B5 updated with additional information. B7 patient history updated. D9 date device returned to manufacturer added. E4 updated to yes. H1 type of reportable event updated to death. H6 new codes have been added to health effect - clinical code and health effect - impact code. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12397: f6/f8-should have been left blank

Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed for an elderly patient with mvd cad (mitral valve disease, coronary artery disease) and in need of pci (percutaneous coronary intervention¿). The pump was placed for support and the pump stopped after just 20 minutes of support. The stopped pump was replaced, and support initiated on the 2nd pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿